Event description:
It was reported to philips that the device displays a red x and chirps. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was not able to be duplicated. The fse conducted an operational check and the device successfully passed all required testing. The customer's reported problem was unable to be reproduced. The device remains at the customer site. No further action was taken, and none is warranted.

Event description:
It was reported to philips that the device displays a red x and chirps. There was no patient involvement.